Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed sores under the electrodes that had opened. The patient's physician recommended that the patient remove the device to allow the sores to heal. The patient reported that the irritation improved.